Event description:
Hcp reported device interaction with anti-theft system. The pt passed through an anti-theft gate of the supemarket and felt a major electrical discharge. The pt was immobilized on the spot. The pt's family had to remove the pt from the gate in order to release the magnetic field. The device stopped functioning after the exposure to the anti-theft system exposure and the pt's pain reappeared. No report of pt injury. The device was explanted and returned to the MFR for analysis.